Manufacturer narrative:
The manufacturer was notified of this event via patient tracking and is in the process of following up to determine additional information. Device disposition not presently known.

Event description:
The manufacturer was notified of the following event via patient tracking:a carbomedics standard prosthetic valve size m7-027 was implanted on (B)(6) 2017. A second prf was received for another carbomedics standard, size m7-033, but a note on the prf said "not applicable". It is not known whether this valve was implanted prior to the m7-027.

Manufacturer narrative:
Additional information was received indicating that the valve was explanted due to impingement caused by an aortic annulus reconstruction that was performed concomitantly. Based on the information provided, the event was not device related. Rather, the event was attributable to the operational context. No device investigation is required as no device deficit is suspected. Valve not available.

Event description:
A carbomedics m7-033 mitral valve was implanted. The physician proceeded to perform an atrial annulus reconstruction. The reconstruction caused a valve impingement on the carbomedics m7-033 mitral valve and the physician decided to remove it and replaced it with a smaller m7-027 mitral valve. The patient was discharged from the hospital in "okay" condition. One month later the patient was reported to have passed away. The patient died due to non valve related issues. No other information about the event is available.